Event description:
New information received indicated that additional post-paced t-wave oversensing episodes were observed. Programming changes were made and further testing was recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented in clinic for follow-up when the device was post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. Programming changes were made. There were no issues since reprogramming was performed.